Event description:
Intra-aortic balloon pump (iabp) alarming leak in line, assessment patient, site, and then started to see blood in pts iabp tubing/helium tubing, turned machine off, clamped tubing, stopped heparin and paged attending and received the ok to pull. Nurse practitioner at bedside pulled iabp and help pressure x 15 mins, placed femoral stopped, no bleeding or hematoma noted, + dopplered pulses and vital signs stable. Placed piece in bag and sent for investigation on rupture.